Event description:
A hosp in (B)(6) reported via a distributor that the inside of a rt125 infant bias flow breathing circuit changed color during use. No pt consequence was reported.

Manufacturer narrative:
(B)(4). The rt125 breathing circuit is not sold in the USA but is similar to a product which sold in the USA. The 510(k) number of the similar product is k20332. Method: the returned rt125 breathing circuit was visually inspected for signs of discoloration, as reported. Results: discoloration was observed in the inspiratory tube of the breathing circuit. Conclusion: the discoloration in the breathing circuit is normal pt secretions.